Event description:
According to the report from the surgeon, the operation using xenosure (lot : xbu5570) was performed at (B)(6) hospital on (B)(6) 2021. Two weeks after the operation, the patient had fever and redness around the wound and the staphylococcus aureus was detected. Although the wound was reduced under management with npwt, the surgery was performed on (B)(6) 2021 due to the wound bleeding. After that, the patient visited (B)(6) hospital due to an occlusion of the common femoral artery. Xenosure (lot : xbu5570) was removed at (B)(6) hospital on (B)(6) 2022.

Manufacturer narrative:
The product involved in the event has not been returned for evaluation. Therefore, the root cause of the reported event could not be determined. Our validation studies have shown that the hardest to sterilize/remove bacteria for our process are the bacillus and clostridium strains for which we have conducted extensive validation work to prove the effectiveness of the sterilization process. At this time, we could not confirm the source of the past infection. Additionally, it could not be determined if the reported infection or bleeding is related to the artery occlusion. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.